Event description:
It was reported that, during a tka surgery, the handpiece was easily coming unlocked. When preparing the holes for the tibia twin peg, the drill came disengaged and fell out of the back of the handpiece falling past the drape and no longer being sterile. As this was no longer sterile, the manual tibia cut block was navigated and proceeded with the procedure without any other problems. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint (pn 500097 rev c) provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The drill attached to the handpiece and detached as expected. It was not overly easy to unsnap the drill. The reporter did not return the drill that had the issue with the returned handpiece. Functional inspection confirmed the distance above the wave spring and down to the plunger holder, around the circumference of the snap lock. The maximum distance measured was 0.1150". This is not within the specification for this dimension (0.1135" max) and therefore the part does not conform to its design specifications. The malfunction is likely due to supplier / raw material fault.